Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were generated on two patient samples on an advia chemistry xpt instrument. The erroneous results were not reported to the physician(s) as they were flagged with delta checks. The samples were repeated on the same instrument and recovered lower than the erroneous results. The lower results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely elevated concentrated carbon dioxide (co2_c) results were generated on two patient samples on an advia chemistry xpt instrument. The customer replaced the reagent probes and the dilution probe pipette (dpp) and checked the deionized (di) water. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse discussed the incident with the customer, who communicated that the wrong product was added to the cuvette conditioner container and the oil bath was contaminated. The customer corrected this issue, and the instrument is operational. The cause of the falsely co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.